Event description:
The customer indicated that a pt had a urine sample tested with the icon 25 hcg test kit and the hcg result was negative (-). The customer indicated the urine sample was an afternoon void. The customer indicated that the pt had a serum sample tested quantitatively for hcg by another method and the result was 70mlu/ml. The customer did not provide any additional info regarding the quantitative test. The customer also indicated that the pt had performed a home pregnancy test. - the result was positive (+), there have been reports of injury or change to pt treatment that can be associated with this event. Other confirmatory testing was performed.